Event description:
Reportedly, on (B)(6) 2011, the device was found in standby mode. Attempt to re-initialize the device was not successful with the standard programmer. Consequently, a reset procedure (to force the device to switch to standby mode, followed by a complete device re-initialization) was recommended. But it also failed: the interrogation could not be completed. Evaluation of the device replacement was therefore recommended.

Manufacturer narrative:
(B)(4), 2011: this event concerns a device that was mfg and used outside the united states. Analysis is pending.